Event description:
The MFR received information alleging a ventilator alarmed and shut down. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code and a "ventilator inoperative" code were observed in the ventilator's downloaded error log. The device's system board, interface board and lower blower motor were replaced to address the issue.